Event description:
On wednesday evening, 7/21/99, a 91 yr old pt was undergoing a right thoracotomy with removal of the right upper lobe for a malignant neoplasm. While the attending thoracic surgeon was removing the right upper lobe, a branch of the pulmonary artery was cut; the pt exsanguinated and expired. Prior to dissection of the lung tissue at the fissure, for removal of the lobe, the surgeon had placed a row of staples using the ethicon tx30g linear stapler. The surgeon believes that the stapler did not fire. In his opinion the non-firing of the stapler contributed to this pt's demise.